Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Customer reloaded the cartridge and continued to use pump for insulin therapy.